Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented remotely to the clinic via merlin.net transmission. The implantable cardioverter defibrillator exhibited stored episodes of far field r-wave oversensing on the atrial channel and subsequent auto mode switch. Programming changes were recommended. No patient symptoms were reported.